Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a part of the articulating fan retractor broke and remained inside the patient. It was stated that the surgeon was unable to retrieve all the pieces.